Manufacturer narrative:
This report is submitted on december 15, 2023.

Event description:
Per the clinic, the patient experienced an mrsa infection at implant site and subsequently was treated with oral antibiotics (specific date and duration not reported). However, this did not alleviate the problem resulting in a decision to explant the device. The device was explanted on (B)(6) 2023. There are no plans to reimplant the patient with a new device as of the date of this report.